Event description:
The pt sustained an industrial injury to the lumbar spine several years earlier and had undergone herniated disk excisions at l4-5 and l5-s1. He had chronic lower back pain without lower extremity pain thereafter but experienced a sudden change in early 2006. Without new trauma he complained of severe lower back pain wtih radiating pain in the left lower extremity. On physicial examination he had difficulty standing secondary to lumbar spine pain and mild weakness of the left extensor hallucis longus. A lumbar epidural steriod injection was adminstered with modest improvement. Several weeks following the acute onset of symptoms an uneventful anterior lumbar interbody fusion at l4-5 was performed using a transperitoneal approach. At the time of closure hydrosorb sheets were placed posterior and anterior to the iliac vessels to prevent scarring. The peritoneum was closed. The pt was discharged home after an uneventful postoperative course five days later. While at home 3 days later, he suddently felt ill, collapsed in the presence of his wife and was taken to a local hosp where he expired after attempts at cardiopulmonary resuscitation. An autopsy by the coroner revealed a large thromboembolism occluding the main pulmonary artery and branches.